Event description:
It was reported that the event involved a female pt while in the cath lab. The md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral with no issues. When the pump was attached, the "helium loss" alarmed. There was no blood visible, the iab and helium line were not kinked. No anatomical abnormalities with the pt, pt had sinus rhythm. Several attempts were made to start the pump without success. As a result, the iab and sheath were removed as one unit successfully. A new iab was inserted into the same insertion site with no issues. The pump was switched out for another one. The procedure went on as planned successfully. No medical/surgical intervention was needed. No report of pt death, complications or injury. There was a delay/interruption in therapy noted with no harm to the pt. The pt outcome is okay. Request was made for support by a third party service organization. The pump was not switched out first before they removed the iab and sheath because they wanted to make sure on every end. See MDR #121956-2011-00454 for the related iab report.

Manufacturer narrative:
(B)(4). Add'l info received on (B)(4) 2011 from teleflex (B)(4) stated that the iab and sheath were removed as one unit. The second spring wire guide (swg) was inserted to remove the iab and sheath and over this swg the new iab was inserted. When asked why they didn't attempt to switch out the pump before they removed the iab: they wanted to be sure on every end. Device will not be returned for eval.